Manufacturer narrative:
Product event summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the inner insulation was buckled, the distal conductor was distorted due to being pulled/stretched/overstress, the distal conductor was covered in blood, the lead helix was distorted due to being pulled/stretched/overstress and the proximal conductor was distorted due to being pulled/stretche d/overstress. Visual analysis noted that the lead was returned with the lead stretched to 55 cm and the helix bent. The stretched lead and stretched helixis likely due to attempted implant damage. Due to the stretched lead, which will not allow proper torque transfer when extending retracting the helix, and the helix being stretched, the extension/retraction and length testing could not be performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the implant procedure, the right ventricular (rv) lead was positioned and when the atrial lead was attempted to be placed it was very difficult to move. There was a remarkable compression of one lead against the other which made repositioning not possible. Both leads were explanted. The helix on the rv lead would not fully retract so a new rv lead was used and the patient was downgraded to a vvi device due to the anatomical constraints so there was no need for a new atrial lead. No patient complications have been reported as a result of this event.